Event description:
It was reported the physician implanted two leads for a trial for low back and bi-lateral legs and feet. Post-operative programming yielded effective stimulation in the left leg only. Follow-up revealed the pt experienced pain in the left side of stomach and as well as radiating pain to the back that occurs with stimulation on or off. Pt is continuing the trial. Note the pt received two leads from the same lot number.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.